Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6)) found the ins output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, unknown, h3: device is still in transit to manufacturer. Therefore, analysis results are not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the implantable neurostimulator (ins) replacement, contact 2 had slightly higher impedances of 2029 ohms. After changing the ins, contacts 3 was 2244 ohms and contact 2 was 2255 ohms. There were no known causes. The extension was removed from the connector block and cleaned again but the issue wasn't resolved. 2024-sep-05 e1, e2 (for, rep): no new information.